Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they sometimes received error code. Customer¿s blood glucose level was unknown. Customer stated that the scratches on screen, grinding noise during rewind every once in awhile and sometimes gets no delivery alarms. Troubleshooting was not performed. The device will not be returned for analysis.